Event description:
Completed an ellume rapid test and it was positive. I bought abbott labs test kit and have now tested twice with two negative results on the same day. I have also tested with for a pcr test. The ellume test kit was from analyzer ID: (B)(4), lot number: 21124-001. Potential false positive. The abbott tests were taken same day as ellume. Abbott tests taken 8 hours apart. FDA safety report ID # (B)(4).